Event description:
It was reported that the user experienced hyperglycemia with a fingerstick reading of 315 mg/dl after a double meal announcement at dinner and a supply change during eating, followed by declining glucose while on the call; customer education was provided to avoid double meal announcements because it interferes with automated insulin delivery. Symptoms included no reported clinical symptoms while glucose was trending down. Outcomes included no medical intervention, no emergency treatment, and no hospitalization.

Manufacturer narrative:
Investigation included complaint intake review and user troubleshooting with education on proper bolus announcement practices. Investigation of this case revealed user technique contributed to the event due to a double meal announcement and mid-meal supply change, with device automation functioning as designed. It was concluded that the device did not malfunction and user-related factors were the likely cause of the hyperglycemia. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.